Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
.Device 1 of 4. Reference MFR. Report#: 1627487-2018-03455, reference MFR. Report#: 1627487-2018-03456, reference MFR. Report#: 1627487-2018-03457. It was reported the patient experienced ineffective stimulation from the scs system. Reprogramming did not resolve the issue. A company representative met with the patient and indicted 2 out of 4 contacts on scs leads are not responding. However; diagnostics did not reveal any anomalies. X-rays have been ordered, but the results have not been provided. Regardless, the patient will undergo surgical intervention to address the issue.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-03455, reference MFR. Report#: 1627487-2018-03456, reference MFR. Report#: 1627487-2018-03457. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein a new octrode lead was placed to cover the patient's back and lower extremities. No leads were explanted. Effective therapy resumed post-operative.